Manufacturer narrative:
The facility rep reported an occlusion alarm found during bio-med testing. Evaluation summary: the pump was evaluated by a baxter service technician. Inspection of the device found that the occlusion alarm was caused by a cracked door assembly. The door assembly was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. The issue is being investigated under CAPA.

Event description:
The device was returned for service. During service by baxter, a cracked door assembly was found. According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No add'l info is available.